Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer reported they were unable to clear the alarm. Customer stated they were unable to rewind the insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) and pump error 35 noted in device history. After further review, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards, assemblies, or the motor. Did not note any misaligned or pulled out force sensor cable from its socket. The problem is isolated to the electronics since the force sensor offset measured within specification range during testing.